Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy electrode messages) was isolated to an open intermittent connection in the cable connecting ECG "a" and the front therapy electrode. The electrode belt did not pass a falloff test. The root cause for the intermittent connection was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.